Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd micro-fine¿+ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer reported a box of 28 needles from a local offline drugstore and used 1 needle which was blocked during injection.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and no needle clog fail found. No samples were returned for further investigation. During further contact, it was found that customer did not follow instructions to operate, and problem has been resolved.

Event description:
It was reported that 1 bd micro-fine¿+ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer reported a box of 28 needles from a local offline drugstore and used 1 needle which was blocked during injection.